Event description:
It was reported that the patient presented with 'a slight pain' one week post implant. An echocardiogram revealed signs of a perforation. The patient was monitored, and no further complications have been reported as a result of this event.